Event description:
It was reported that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the device was inserted through a 5mm trocar. The clip applier was placed across the cystic artery. The top half of the clip applier jaw fell into the peritoneal cavity when the handle was squeezed. The piece was found. A second clip applier was opened and the case completed without incident. There was no consequence to the pt.